Manufacturer narrative:
Device has not been returned as of the date of this report.

Event description:
It was reported that during preparation for a pci procedure, the stent came off the delivery system. The physician removed the express2 monorail stent delivery system (sds) from the packaging and while examining the product, the stent came off the delivery system. The procedure was completed with another express2 monorail sds. There was no patient contact. Patient status listed as "ok".